Manufacturer narrative:
Additional information was requested regarding the rationale for explantation; however, information was not made available as of the date of this report. Should more information be provided, a supplimentary report shall be submitted. This report is submitted october 27, 2017.

Event description:
Per the clinic, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device on (B)(6) 2017.